Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/18/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: evidence of battery alarms and short battery life observed in black box. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment is intact. Due to internal moisture contamination "idle and "sleep" current draws not within specifications. Removed pump case. Evidence of moisture contamination inside pump on battery canister and other associated electrical components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power/battery life issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.